Event description:
There are dots in the image. No damage visible this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb.based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.